Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Section d4 was corrected with information that was inadvertently left out of the initial report. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the defective printed circuit board could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was only partially confirmed. The unit was tested, and the connector was functioning properly. However, there was noisy present in the image due to a defective printed circuit board ¿ this component will require replacing. It was also noted that the subject device was equipped with the updated power switch and the latest software. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported that his olympus evis exera iii video system center¿s connector was defective. According to the initial reporter, during preparation for a diagnostic procedure, the unit was not connecting properly. Reportedly, there was intermittent contact, and the image was flickering in and out. The initial reporter confirmed that the procedure was complete, though did not specify by what means. There was no patient harm or consequence reported as a result of this event.